Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. It was also reported that resistance was experienced during the fill process with multiple cartridges. A supply change was performed resolving the issues. Customer¿s blood glucose level was 312 mg/dl.